Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned and no anomalies were found. There was blood/body fluid on all the conductors are various locations throughout the lead.

Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead had dislodged and there were positioning/fixing difficulties. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.